Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. Pt reports that the cause of the overstimulation is that they "did not know how to lower the stimulation: intensity, rate and pulse width, took time for [them] to understand-the communicator has bugs and needs to be restarted frequently." When asked what actions/interventions were taken to resolve the overstimulation the patient suggests more patient education prior to surgery and writes "patient needs a 'chart' or troubleshooting prompts". Pt reports the issue was resolved writing "I needed to learn 'by doing' and practice". Pt also reports their child helped them via phone and facetime. Pt reports the spinal cord stimulation (scs) implant guide is "not worth the paper it is printed on." Writing that the troubleshooting steps were vague and hard for a first time patient. Pt writes the battery on the implant is not consistent with needing recharging. Pt reports the system has helped them but that if they "overdo the use of [their] leg-more stimulation does not help".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they were getting overstimulation in their left leg and the issue was not getting better. Patient stated they had group a, group b, and group c for 2-3 weeks and they had it reprogrammed so they could use the adaptivestim technology. Patient stated each afternoon around 4pm when they think they are fatigued and they want to sit down on the sofa, they don't know if it's intensity or rate or pulse width, but it starts overstimulating the left leg. Patient mentioned when they sit on the living room sofa and when they drive, they notice too much stimulation on their left leg. Patient mentioned they have crps and has a replaced ankle. Patient mentioned the stimulation will wear them out. Patient also mentioned they had bad arthritis but they were very mobile and they almost lost their life before the stimulator was put in and it took a while for them to get over the incision and so they did the trial. Patient noted the implant reduced the pain from being overwhelming and desperate and they were able to use their foot and leg and have reasonably good days. Agent walked patient through checking their settings and patient was able to increase stimulation. Patient stated they could feel the stimulation but it was unbearable but it would wear them out after about 2 hours and it would take about two hours for the stimulation to settle down if they tried to sit on the couch. Patient confirmed they were comfortable with the stimulation at that level. Agent reviewed therapy expectations and programming styles with the patient. The patient was redirected to their healthcare provider to further address the issue if the issue persisted.